Event description:
It was reported the system was not available during a critical procedure. The epiq cvx ultrasound system shut down multiple times during an unspecified open-heart surgery. The transducer was exchanged to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The customer¿s immediate concerns were addressed by replacing the transducer. The transducer was tested, which determined that the connection cable was faulty. The system has returned to service with no similar issues reported.